Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on in the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, it is likely that due to mechanical/impact stress to the distal tip, the adhesive around the lens peeled, allowing moisture to get into the lens causing corrosion. Since the foreign material was not on an outside surface of the scope, it is likely that efficient device reprocessing could not properly be performed. The issue may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the inside of the light guide lens had stain. There were no reports of patient involvement.